Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the event at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.